Event description:
It was reported that during a hemorrhoidectomy, the firing force was much higher than expected and it was very hard to fire. The target tissue was regular. The indicator was within the green zone at the firing. Also, there was no unexpected noise. Unexpected thing did not happen prior to this incident. The staples were formed proper b-formed shape. The target tissue was resected properly and doughnuts were created properly. Additional suture was performed. There were no adverse consequences to the patient. The used device was discarded; two unused devices will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.